Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was new to using the pump and contacted tandem technical support for assistance with the load process. The customer's blood glucose levels were 258 mg/dl and the customer delivered a correction bolus with the pump to address bg level. During troubleshooting with tandem technical support, the customer was able to complete the load process and resume insulin delivery.